Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in multiple inappropriate shocks. It was noted that the initial charge did not deliver a shock. Technical services (ts) noted likely there was not enough consecutive fast intervals. This s-ICD remains in service. No adverse patient effects were reported.